Manufacturer narrative:
Date of event reported as (B)(6) 2018, however exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported that during removal of intramedullary fixation of the left hip at around (B)(6) 2018, the titanium cannulated proximal femoral nailing system (tfna) got broken. The hardware was originally implanted at around the month of (B)(6) 2017. It is unknown if there was surgical delay. Procedure and patient outcome is unknown. Concomitant devices reported: tfna screws (part # unknown, lot# unknown, quantity unknown). This report is for one (1) 11mm/135 deg ti cann tfna nail. This is report 1 of 1 for complaint (B)(4).